Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation; however, two images were provided for review. The investigating is inconclusive for reported misfire. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14080 vascular stent graft allegedly experienced misfire. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction, therefore, a lot history review is currently being performed. The device was returned to the company, and is pending evaluation, however, image was provided for review. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the u.s., but is similar to the fluency plus endovascular stent graft products that are cleared in the u.s.. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl14080 vascular stent graft allegedly experienced misfire. This information was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.